Manufacturer narrative:
Device evaluated by MFR.: a mustang 10.0 x 40, 75cm was returned for analysis. A longitudinal tear was identified in the balloon material. The tear measured 33mm in length and extended from a position 5mm distal of the distal markerband to 28mm proximal of the distal markerband. A visual and microscopic examination of the balloon material identified no other issues. A visual and microscopic examination of the markerbands identified no issues. A visual and tactile examination identified no kinks or damage to the shaft. A visual and tactile examination identified no damage to the tip. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and moderately calcified iliac artery. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during first inflation at 8 atmospsheres, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status was good.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and moderately calcified iliac artery. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during first inflation at 8 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status was good.